Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were stretched and had blood/body fluid (not obstructed). The lead was stretched and visual analysis noted that the lead was damaged at implant. (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were distorted and stretched. All conductors had blood/body fluid (not obstructed). The lead was stretched and visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that the left ventricular (lv) lead was damaged during the implant. It was further reported that during the implant attempt, the other left ventricular lead was dislodged due to anatomy. Both leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.